Event description:
The manufacturer received information regarding a rep dreamstation auto CPAP. The patient has alleged visualization of black particles. There was no report of patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.